Event description:
The patient reported dissatisfaction with customer service and indicated trying to speak with someone because the aligners have broken their teeth, shifted the teeth in the opposite direction and make them more crooked than they were. The aligners have also caused receding gums with a pain level 2. The patient also noted bleeding, periodontal, infection, inflammation, blisters, gingivitis, sensitivity, and jaw discomfort.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.